Manufacturer narrative:
Initial reporter occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Test interference from patient-specific factors or other non-specific antibodies, or highly viscous specimens could lead to false positive results. Samples with common human cold coronavirus, influenza virus, rhinovirus metapneumovirus, and adenovirus have also the possibility of causing false positive results for sars-cov-2. Refer to the limitations section of the instructions for use.

Event description:
The consumer reported a false-positive result with the covid-19 at-home test compared to a negative covid-19 at-home test result and a pcr negative result. On (B)(6) 2022, at 8:45 a.m., the consumer performed covid-19 at-home test and the result was a faint positive line. On (B)(6) 2022, at 10:15 a.m., the consumer went to a clinic and had a pcr test ad the result was negative. On (B)(6) 2022, at 3:00 p.m., the consumer performed covid-19 at-home test and the result was negative. The consumer's symptoms of sinus drainage, cough, and congestion began on (B)(6) 2022. The current consumer's condition is good.